Event description:
Customer reported separation of the male luer lock adaptor and the tubing during patient use. The tubing became disconnected thus spilling medication onto the floor. Anesthesiologist was able to disconnect the set and change the set. No patient injury has been reported at this time. Samples are available for evaluation. No additional patient information is available at this time.